Event description:
The customer reported the handpiece connector adaptor was damaged. The damage was noted prior to surgery. There were two cases cancelled. No patient injury was reported.

Manufacturer narrative:
No sample is being sent for in house evaluation. A review of complaints for this system for the last 24 months did not indicate any additional reports. There was no sample returned for evaluation and no additional information provided. For this reason, steps could not be taken to replicate or confirm the customer reported event and the root cause is therefore unknown at this time. This report was mailed to FDA on: 01/09/2009.